Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the paroxysmal supraventricular tachycardia procedure, issues with the software resulted in a procedural delay. The electrode kit was applied to the patient, the ablation catheter and the mapping catheter were inserted into the cardiac cavity and connected to ensite. It was noted that distortion meter on the dws exceeded the limit (ii), turned red, and froze. The navigation displays of the catheters also froze. No error message was displayed. The sheath was moved, the field frame was adjusted, the location of the prs-a was checked with a touch, each prs cable was reconnected, the cables of both catheters were reconnected, the ensite was restarted, and the ablation catheter was replaced. The ensite was restarted again and the distortion meter and navigation display freeze were resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. Two case studies were provided for review. Review of the study showed the metal distortion threshold was increased by the user over 1 prior to the event. Adjusting the threshold allows 3d point collection however with more metal distortion error. Exporting the magnetic location data showed that the prs-a position did start slightly changing at the time of the event just enough to cause the distortion meter to go over the threshold. A workaround is to either reset the metal baseline or try adjusting the prs-a position/orientation slightly to see if metal distortion decreases below ii. The software is functioning as designed.